Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation of the device an area of siltex cracking was observed on the posterior aspect. Additionally tear was observed within the siltex cracking, measuring approximately 0.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient was replaced bilaterally with mentor gel on (B)(6) 2020.